Event description:
Customer reported that the insulin pump alarmed and squirted the insulin out during manual prime and was unable to exit from preparing to prime loop. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Motor passed motor test.